Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. One day after onset, the patient began treatment with vancomycin (1gram, frequency and route not reported) for peritonitis. At the time of this report the patient had recovered from the event. The action taken with dianeal therapy was not reported. No additional information is available.